Event description:
It was reported that after normal deployment of the stent graft, the removal of the delivery system was difficult. The dr had to apply significant force, which resulted in the tip of the delivery system detaching. The tip was found to be in the sheath and was successfully removed. Pt is fine.

Manufacturer narrative:
The lot history records were reviewed with special attention to the mfg and inspection of the product. The product was found to have met all specs prior to shipment. It was reported that the product was used as an av access stent graft. This represents an off-label use. The IFU for this device states; indications for use - the fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other therapies have been exhausted.